Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was successfully implanted. On a later date, it was observed on clinical imaging that the valve had a tear in it. It was unknown if the patient experienced any clinical signs or symptoms at this time. On (B)(6) 2023, the valve was explanted in a non-emergent procedure and a 21mm non-abbott valve was implanted as a replacement. The patient was reported as stable.

Manufacturer narrative:
Explant due to tear in the valve leaflet was reported. The device was returned to abbott for analysis. The investigation found that all leaflets were of normal thickness. The inflow surface had fibrous pannus ingrowth which extended 2-3 mm onto the base of the leaflet 1. There were multiple tiny folds in the base of the leaflet 2 which were tethered by the pannus. There was a 7 mm tear in the free edge of the leaflet 2 along the stent post shared with leaflet 1 and a 1 mm tear at the top of the stent post shared with leaflet 3. The tears created a horizontal fold and retraction of the leaflet with incomplete coaptation. There was also a focus of fibrous pannus at the top of the stent post between leaflets 1 and 3 which did not appear to impinge upon the leaflet function; and a thin layer of fibrin, on leaflets 1 and 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the tear could not be conclusively determined. However, the fibrous pannus ingrowth on the inflow which extended onto the base of leaflet 1 had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was successfully implanted. On a later date, it was observed on clinical imaging that the valve had a tear in it. It was unknown if the patient experienced any clinical signs or symptoms at this time. On (B)(6) 2023, the valve was explanted in a non-emergent procedure and a 21mm non-abbott valve was implanted as a replacement. The patient was reported as stable.